Event description:
Total bilateral christensen joints in 1995. Joints dislocated two years after surgery. Unable to find a physician to remove them. Patient is currently on disability due to tmj problems. In 1997 had a tumor removed from the right thyroid and also underwent parotid gland surgery because right gland was not working.